Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that patient experienced adhesive issue with infusion set and faced tape not sticking event on (B)(6) 2026. The infusion set fell off due to excessive perspiration. No further information available